Event description:
It was reported that bd insyte-w¿ IV catheter with wings 22ga 1.00in had a needle through the catheter. The following information was provided by the initial reporter: "during an intravenous infusion, the plastic around the needle that serves as a guide was pierced by the needle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, samples were observed inside the unit package and the team was not able to determine a needle through catheter defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd insyte-w¿ IV catheter with wings 22ga 1.00in had a needle through the catheter. The following information was provided by the initial reporter: "during an intravenous infusion, the plastic around the needle that serves as a guide was pierced by the needle."